Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not opening. A technical support specialist (tss) checked the cubie pocket in drawer 6, position 7, during diagnostics. The tss then dispatched this case to a field service engineer to check the row board. However, there was no response from the site for confirmation of keys, so the technical support specialist closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie was not opening.the customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.